Event description:
It was reported that the device was used during a laparoscopic adrenalectomy. It was reported by the rep that the seals on the trocars ripped after repeated insert and removal of devices. The case lasted approx (3 1/2) hours. 3/16/1999 - (3) additional trocars were pullled to continue with the procedure. There was no consequence to the pt.